Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapies. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing, elevated sensing integrity counter (sic), high thresholds, unable to pace, high rate non-sustained episodes, non-sustained ventricular tachycardia episodes, and was noted to have dislodged. The lead remains in use and a revision is planned. No further patient complications have been reported as a result of this event.